Manufacturer narrative:
Upon investigation. The technician found the rubber around the brake casters was worn out due to wear and tear associated with regular use. The brakes were loose and not locking. The brake casters have been in use since 2008 and have not been replaced or malfunctioned since. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the head brake caster was not locking while in brake mode. The bed is located in the hill-rom service center warehouse. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).